Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration"), uterine perforation ("perforation / perforation (uterus)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's medical history included gravida ii. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2004, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and underwent removal due to complications from the essure device). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device breakage, device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, headache, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered anxiety, depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: this case refers to first pregnancy. For second pregnancie and abortion please refer to case (B)(4). She did not claim that essure worsened a previously existing injury/condition. Patient claimed about ectopic pregnancy on (B)(6) 2005 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event mental anguish added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration"), uterine perforation ("perforation / perforation (uterus)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included gravida ii. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2004, the patient experienced depression ("depression"). In (B)(6) 2005, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), infection ("infections") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (underwent removal due to complications from the essure device) and surgery (underwent removal due to complications from the essure device). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device breakage, device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, headache, infection, menstrual disorder, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: this case refers to first pregnancy. For second pregnancy and abortion please refer to case (B)(4). She did not claim that essure worsened a previously existing injury/condition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infections") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (underwent removal due to complications from the essure device) and surgery (underwent removal due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device dislocation, perforation, ectopic pregnancy with contraceptive device, headache, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, headache, infection, menstrual disorder and perforation to be related to essure (ess205). The reporter commented: this case refers to first pregnancy. For second pregnancy and abortion please refer to case 2017-188958. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration"), uterine perforation ("perforation / perforation (uterus)") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff does not underwent for essure confirmation test". The patient's past medical history included gravida ii. In january 2004, the patient had essure (ess205) inserted. In february 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In april 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In may 2004, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2004, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), headache ("headaches"), infection ("infections") and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (underwent removal due to complications from the essure device) and surgery (underwent removal due to complications from the essure device). Essure (ess205) was removed in january 2005. At the time of the report, the device breakage, device dislocation, uterine perforation, ectopic pregnancy with contraceptive device, headache, infection, menstrual disorder, vaginal haemorrhage, menorrhagia and depression outcome was unknown. The reporter considered depression, device breakage, device dislocation, ectopic pregnancy with contraceptive device, headache, infection, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: this case refers to first pregnancy. For second pregnancies and abortion please refer to case 2017-188958. She did not claim that essure worsened a previously existing injury/condition. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, device breakage, plaintiff does not underwent for essure confirmation test", historical condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.